Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure the fiber malfunctioned @ 184,820 joules; 31:55 minutes of use. The fiber was exchanged and @ 66,276 joules; 16:48 minutes the second fiber also failed. The customer was able to complete the case with the second fiber. There were ¿no damages to the patient¿ reported. This event is for the first fiber used.